Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was dehiscence at the lead pocket site. There was no troubleshooting done. A full system explant was done. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.